Event description:
Event description boston scientific received information that this lead required repositioning and the physician elected to explant the lead and use a competitive product. The physician commented that he did not think there was anything wrong with the lead.